Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this event is improper bone prep or not inserting the anchor co-axial to the prepared hole. The achilles speedbridge surgical technique specifically mentions using the supplied punch / tap to prepare the bone holes. Furthermore, the directions for use (dfu-0087) warns against attempting to implant into hard dense bone and/or drilling/punching smaller diameter holes than recommended may cause failure (breakage) of the implant during insertion. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device requested but not yet received.

Event description:
It was reported that a bio-composite achilles speedbridge implant system was used for an achilles tendon repair procedure. A drill and tap were inserted to the laser line on the devices. When the speedbridge swivelock was inserted into the patient, resistance was encountered. It was reported there was difficulty inserting the swivelock. The inserter sleeve on the device deformed and became stuck in the swivelock anchor. A mallet was used to remove the inserter. The proximal end of the anchor broke off, and the distal portion remained flush with the bone. The suture was cut and removed and the anchor was left in the patient. A second hole was created just inferior to the first hole. A new ar-2324pslc single swivelock was inserted and used to complete the procedure without issue to the patient.